Manufacturer narrative:
The patient and device codes were coded by the manufacturer. (B)(4). Internal file number (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The other two clip delivery systems referenced are filed under separate medwatch reports.

Event description:
This is filed to report the difficult positioning. It was reported that the patient, with grade 4 functional mitral regurgitation (mr), underwent a mitraclip procedure. The transseptal puncture was slightly anterior, but within target range of the fossa ovalis. During the procedure, the first clip delivery system (cds) was advanced into the patient anatomy; however, when the delivery catheter (dc) handle was advanced forward and retracted, the cds was noted to be diving towards the lateral anterior position of the mitral valve. The device was repositioned and torque was released. The clip was implanted. Two additional cds's were advanced and the same occurred with each. All three clips were implanted, using the same steerable guide catheter (sgc), reducing mr to grade 2. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. All available information was investigated the reported difficult to position appears to be related to the patient morphology/pathology and due to the transseptal puncture location. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device.